Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer stated that the insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer stated that the drive support cap was normal. Customer states they are unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.